Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, wear abrasion and no openings were found in the device. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported a left side deflation. Device has been replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b.

Event description:
Healthcare professional reported a left side deflation. Device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been replaced.